Manufacturer narrative:
The unit did not have a button response due to an unlocked button and keypad connector. The displacement test could not be performed due to a keypad anomaly. The unit had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report physical damage to the insulin pump. The customer's blood glucose level was unknown. No further details were provided.